Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889, lot# unknown, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for advance evaluation (ae). The trial patient reported the external neurostimulator (ens) unit was uncomfortable mainly when lying down. They also reported the ens was uncomfortable and they had difficulty sitting, laying down at night, and riding in a car. On (B)(6) 2017, the patient stated they felt the stimulation and now had it set to where it was comfortable. Additional information received on (B)(6) 2017 reported the trial patient thought the lead/wires had moved since they were voiding more. The also had to increase the stimulation up to 2.3 during the evaluation after the setting of 1.4 worked so well. It was noted the patient had been scheduled for implant on (B)(6) 2017. It was unknown if the issue was resolved. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.